Event description:
Leird, reported that they moved the bed down and a wire was crimped and there was sparking. Ffm order number (B)(4) has been created for an exchange of this rented equipment. Driver (B)(6) is in transit as of 4:29pm on (B)(6) 2014. Note: (B)(6) 2014 09:21am, (B)(6): upon arrival at the facility at 05:30pm on (B)(6) 2014, (B)(6) found that this bed was not one of our rental assets, it was a newly purchased invacare bar 750. So he did not touch the bed.